Event description:
Hcp is reporting to nca/bfarm: "hip-tep right (B)(6) 2010 in neustadt. Always been satisfied with the hip-tep. Sudden onset of pain, no trauma, no triggering event. In the x-ray fracture of the prosthesis stem with clear loosening in the proximal area. Thereupon emergency presentation via our central emergency room. Hip-tep change right on (B)(6)2023." Doi: (B)(6) 2010. Dor: (B)(6) 2023. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the provided x-ray evidence found the femoral stem fractured from the distal portion of the stem's body. However, the reported loosening allegation could not be confirmed without a series if x-rays to review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-jun-2010. 3) any anomalies or deviations identified in DHR: 1 part of this lot was scrapped, 9 parts from this lot were reprocessed and 1 non-conformances was associated with this lot. However, there is no correlation between these issues and the failure mode of the complaint. 4) expiry date: jun-2015. 5) IFU reference: w90942. Device history review: a manufacturing record evaluation was performed for the finished device [3l92510 / 3132685] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Initial reporter occupation: lawyer if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the provided x-ray evidence found the femoral stem fractured from the distal portion of the stem's body. However, the reported loosening allegation could not be confirmed without a series if x-rays to review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed since the femoral head was still assembled on the stem and a valid lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.